Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the cellulitis cannot be ruled out. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 52-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During review of the patient's medical records, received on (B)(6) 2025, it was noted that the patient developed cellulitis on the scalp in (B)(6) 2024. The patient was treated with oral cephalexin and instructed to apply silver sulfadiazine cream to the affected areas. The patient reported improvement after changing the transducer arrays every 36 hours and altering her scalp cleaning method before shaving. The event was documented during follow up appointments with the patient's physician on (B)(6) 2024, and (B)(6) 2025. Attempts to contact the prescribing physician for further details were made, but no response was received.